Event description:
Patient was using bed alarm in her bed, she got up out of bed, bed alarm failed to alarm, patient fell to floor. Result being a fractured hip. Patient was taken to surgery. Bed alarm was taken to the biomed department for a follow up inspection, and alarm functioned correctly when tested.